Event description:
It was reported that this lead was attempted to be implanted intraseptal. The lead was unable to be successfully implanted as it dislodged and a small piece of tissue got stuck on the helix. When the tissue was removed the helix broke. Subsequently, this lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood in the housing and a deformed helix. The damaged/defective allegation is confirmed, the helix is stretched, the probable cause is induced damage. The observed damage is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this lead was attempted to be implanted intraseptal. The lead was unable to be successfully implanted as it dislodged and a small piece of tissue got stuck on the helix. When the tissue was removed the helix broke. Subsequently, this lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects. The product was returned for analysis.